Event description:
It was reported that the t: slim x2 pump battery would not charge, and efforts to use different charging cables and wall adapters failed to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send the customer a replacement pump with updated software and provided instructions for returning the problematic pump. The customer will continue using the current pump until the replacement arrives.